Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the motor rpms were noisy but within specifications, the swivel was leaking air, the reciprocating arm, spring seal, and o-ring were damaged, the dowel pins were not in the correct position, and the device was out of calibration. The reciprocating arm, bearing spacer, nut bearing lock, hinge throttle gasket, poppet spring, swivel, motor, sleeve, wave washer, planetary gears, dowel pins, planetary carrier, eccentric shaft, bearings, ring gear, lever, ball plunger, fine adjustment cams, and screws were replaced, and the device was recalibrated to resolve the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. The root cause of the reported issue is attributed to component failure as the device exhibits wear and tear from repeated use. The reported event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during an unknown time, the device had an unknown deficiency. It is unknown if there was patient impact or delay. During product evaluation it was found that the device was leaking air. Due diligence is complete and there is no additional information available.